Event description:
The customer contact reported, a charred ac power cord. The device was returned to the biomedical department with a report of "power cord will not charge, burning smell from power cord." No tracking info was provided; therefore, specific pt info, pump programming or event details were not available. During testing at the user facility, a burn mark was found around the female end of the ac power cord and a burning smell was noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).